Event description:
Customer tested on the fingertips with the freestyle meter receiving a reading of 164 mg/dl. Customer tested 5 minutes later receiving 42 mg/dl with an unknown meter. The customer felt closer to the lower reading of 164 mg/dl. The customer injected 2.5 units of insulin between the 2 tests with the freestyle meter. As a result of the insulin injectioin, customer had to eat three times more food than normal.